Event description:
It was reported the pt had experienced an allergic reaction to the implanted system. The pt experienced tenderness and pain at the site of the back incision (thoracic spine). The pt under went two exploratory surgeries to reduce the granuloma tissue. The first surgery was debulking procedure on the extension leads in his back. The pt had developed a giant cell granuloma of the leads as they exited the supraspinous ligament. The granuloma tissue was a "jell like" material that covered the entire lumbar spine and migrated to the pocket. The hcp reported extensive amount of granulation tissue around the epidural leads, along with a huge capsular formation with yellow cream-colored liquid being encapsulated in his ipg generator. The hcp suspected that is was some type of allergic reaction and sent the suspicious tissue to the hospital lab. The report from the lab indicated "inflammatory tissue". The second surgery continued debulking the extension leads and explored the generator site. The hcp performed two capsulotomies, removed the generator and leads, followed by the insertion of a drain into the left buttocks. The hcp also found a hard, granular type tissue that had encased the anchor, extensions, leads, and the ipg. The pt had a billowing white type of tissue surrounding the granuloma that was in his back. The extension leads were impacted into a rock-hard concrete type of tissue. The extension leads were pulled into the field and noticed the encapsulation was almost like a "twig-like tunnel". This promoted exploration of the ipg site. The ipg site was opened and the same exudate as with the leads was found. Anaerobic and aerobic cultures were taken. The generator site was fully opened. It was noticed to have a soft indurate capsule approximately 1/8 to 1/4 inch in surface appearance. The surface of the capsule had a velvety type of sheen and surface area to it. Below the surface of the capsule presented with hard indurate tissue. An infection of the ipg site was noted and the entire capsule was resected, sent to pathology for inspection and cross-section. The pt was place on antibiotics, cleocin 600 mg IV with add'l antibiotics (unspecified). Consults with an infectious disease physician and allergic disease physician were ordered. No reports were obtained from the infectious disease physician. Allergic disease testing results are noted below. The pt recovered without sequelae. See MFR report #6000153-2008-02375.

Manufacturer narrative:
.